Manufacturer narrative:
The investigation of the reported issue was completed. Our experts were unable to reproduce the reported issue. According to the product expert, the most likely cause could be found within the specific workflows in the data processing, which were carried out simultaneously during the occurrence. The occurrence rate of the aforementioned error pattern was checked. Possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The incident described in the adverse event is not classified as a reportable event after a thorough investigation because neither serious injury, death, nor unexpected prolonged hospitalization of the patient or other person occurred or is to be expected, even if the incident recurs.

Event description:
Siemens became aware of a malfunction while operating the cios flow system. Patient images displayed on the left screen were from a different patient in comparison to the right screen. Additional information was received that this issue was recognized during training. Siemens requested additional information to proceed with investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.